Manufacturer narrative:
The icp monitor (ID 826635) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - replace battery - more than 4 years old. Replace transducer cable - damaged. Replace lcd board - no backlight. Test and verify to manufacturer's specifications. Therefore, the complaint condition could be confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could confirm the complaint condition. Possible root cause is: connected to incompatible monitor or incorrect cable.

Event description:
This is 3 of 4 reports linked to mfg report number: 3013886523-2023-00090; 3014334038-2023-00040; 3013886523-2023-00091. A facility reported a cerelink sensor (ID (B)(6)) was implanted in operative room for monitoring intracranial pressure (icp) of an acute subarachnoid hemorrhage, but once the dressing was placed, the reading became abnormally high. A new cerelink sensor was inserted and the readings were stable. Patient was transferred to ICU but overnight, the readings became abnormally high and erratic. Medication was given to bring icp down, however the patient did not respond, although did not appear to be symptomatic either. The sensor was removed at bedside on (B)(6) 2023 and an evd was inserted which gave a normal icp reading.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.